Event description:
According to the providers, the item has very flexible plunger and the needle at times is very dull. On more than one occasion, while giving children vaccines, the needle has not penetrated the skin. In front of the mother, the nurse has had to change the needle on a crying child so that the vaccine could be injected. The plunger is so flexible, it bends when pushing the vaccines through the container. The nurse reports this as not being on every patient every time, but it has happened on several occasions.